Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. (B)(4).

Event description:
The customer contacted physio-control to report that their device did not respond to charge button input from the user. In this state the device may not be able to charge and deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control replaced the device's interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed interface pcb assembly and determined a shorted integrated circuit designator u5 was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device did not respond to charge button input from the user. In this state the device may not be able to charge and deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.